Event description:
It was reported that during a mildly tortuous, 75% stenosed left anterior descending coronary artery procedure, the 3.0 x 15 mm nc trek balloon dilatation catheter ruptured in the mildly calcified lesion during the first inflation at 18 atmospheres (atm). Another nc trek was used to further dilate the lesion and a xience xpedition stent was implanted to successfully complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: elite. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.